Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris.(right); age at primary:(B)(6); primary asa: p2-mild disease not incapacitating; revision njr index no: (B)(4).